Event description:
The surgeon had implanted a icl (implantable collamer lens0 micl 13.2 (16.0) in about a month later due to excessive vaulting which was causing a decrease in the patient's visual acuity and a narrowing of the angle nad a shallowing of the anterior chamber depth. The lens was exchanged for a shorter micl12.6 lens which relieved the patient's symptoms. The patients pre-op bcva was 20/200 and post-op bcva was 20/70 -2. The vision improved 2 lines post icl exchange

Manufacturer narrative:
H6 evaluation a visual inspection of the returned product shows the lens haptic has a small piece missing. Clear surgical residue on the lens. A lens work order search was performed for similar complaints and no similar complaints were found within the work order search. Conclusion no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. PMA# is p030016